Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on 12-27-2023. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration via data. No injury or medical intervention was reported.